Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (1) bd pen needle without a tear drop label attached (used). Consumer reported needle blocked. The returned sample was tested for flow using a test pen injector: the returned sample failed the flow test. A wire test was then performed on the sample that failed the flow test: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. Unable to perform DHR review due to unknown lot number. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure root cause description: the possible root cause for this issue: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow.

Event description:
It was reported that a blocked needle occurred with a unspecified bd pen needle. The following information was provided by the initial reporter, "it was reported that the needle is blocked."